Manufacturer narrative:
H.6. Investigation summary: customer returned (3) loose 1cc, 8mm syringes. Customer states that they can¿t pull back the syringes. All returned syringes were examined and one sample exhibited a deformed stopper in the barrel. All samples were tested and all stoppers separated from the plunger rods when attempting to draw the plunger rods back. Unable to perform DHR check for plunger rod difficult to move due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (stopper separates). As per investigation completed by manufacturing, "on 16dec2019, holdrege received photos of (2) 1.0ml, 31g, 8mm syringes from an unknown lot number. Visual inspection of the syringes found the stopper separated from the plunger rod and remained inside the barrel of the syringe. The plunger rod tip was complete with no signs of damage. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly machine, the stopper can separate due to the friction between the barrel and stopper. Due to unknown lot number unable to review DHR files and maintenance dispatches. Unable to determine the root cause of the lack of silicone in the barrel of the syringe. CAPA pr666972 was opened on 11nov2018 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel. " h3 other text : see section h.10.

Event description:
It has been reported that the bd insulin syringe with the bd ultra fine¿ ii needle has been found experiencing three occurrences of inability to aspirate during use. The following has been provided by the initial reporter: can't pull back the syringes.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd insulin syringe with the bd ultra fine¿ ii needle has been found experiencing three occurrences of inability to aspirate during use. The following has been provided by the initial reporter: can't pull back the syringes.